Event description:
Rptr indicated that in 2001, the pt was unable to swipe magnet prior to onset of grand mal seizure. As a result, the pt had a drop attack and 911 was called. When the pt stopped breathing, the attending emt began to revive the pt and bruised the pt at the generator site. The pt immediately saw the physician. The physician ran diagnostic tests on the device which indicated that the device was functioning properly. Device programmed parameters were increased a few weeks following the event. It was reported that the pt has fully recovered. Investigation to date has been unable to determine why the pt was not able to activate magnet mode stimulation on the day of the event. Four attempts have been made to obtain add'l info with no reponse to date (2 via telephone conversation with nurse at site, 1 via us mail to physician, 1 via telephone message to site).